Event description:
It was observed that the pump displayed error message 41622 (motor timeout error) which is a high priority alarm and can interrupt therapy if recur during use. There was no patient involvement and no harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log (ehl) confirmed the presence of the reported error code. A review of the device's 12-month service history indicated that the pump had not previously undergone servicing. Visual inspection identified a dso seal bubble, and functional testing revealed a motor test failure. The complaint allegation was therefore confirmed.corrective action includes replacement of the motor-sensor assembly and the dso seal. The technician verified resolution of the reported issue, and the device will undergo functional and delivery performance testing. Upon confirmation that all functional and accuracy test results meet established specifications, the device will be returned to the customer.